Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of colleague infusion pump with malfunction of damaged battery was not confirmed because the device was not available for evaluation. The assignable root cause is unknown and no repair was done to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted. A service history review revealed that this device has not been serviced for the reported condition prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module master software version of this device is unknown.

Manufacturer narrative:
(B)(4). The device is currently in the process of being returned for evaluation at baxter facility. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.